Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that because the lead was still implanted, it was not possible to say for sure what the cause of the high impedance was. The evidence pointed to lead damage, which was also consistent with the patient's fall. The implant date of the ins was provided. Additional information was received from the rep reporting that the patient's clinic appointment was on (B)(6) 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall around april of 2024 which required a surgical intervention to put screws in their spine for reinforcement. This resulted in a massive reduction in therapy. Therapy effect was very low and the patient needed to take a lot of painkillers again. The patient also claimed a regular numbness in their legs and had reduced the stimulation intensity massively. The patient asked if the scs system could cause the numbness it was noted that the patient had not seen a healthcare professional (hcp) regarding their spinal cord stimulation (scs) system yet for unknown reasons. The programming of the system seemed to be very old, and the patient had changed various settings. It was noted that the patient consulted their orthopedic surgeon who claimed that the reinforcement screws were all fine. The patient was advised to contact their clinic for an appointment, preferably with a manufacturer representative (rep) present. It was also suggested to turn off the stimulation for a day or two to test if this affects the numbness. The patient was advised that metal implants near the leads could impact therapy, but to check with their hcps for other non-scs related causes of pain increase. It was noted that the patient had an scs system since may of 2017 which worked for several years. Additional information was received. It was confirmed that the clinic contacted the rep for a patient appointment, and they saw her at the outpatient clinic before the rep¿s vacation. Ins serial number confirmed. Reprogramming resolved the loss of therapeutic effect. The cause was confirmed as a high impedance at contact 10, which they programmed out. Then she was able to change the amplitude again with her handset. No further actions were taken.

Manufacturer narrative:
G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.